Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 700mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of over 700mg/dl. The customer experienced pneumonia and high blood glucose. The customer was treated with manual injection. Customer states that cannula was bent and troubleshooting was performed but declined troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.